Event description:
Literature review was received titled : duration of dual antiplatelet therapy after implantation of the first-generation and second-generation drug-eluting stents. This literature review looked at 2141 patients who had zes and non-medtronic stents implanted. 108 patients were excluded, 114 patients expired, had mi, stroke and tvr¿s. Out of 1870 patient remaining 772 stopped clopidogrel at 12 months and 1098 continued clopidogrel beyond 12 months. Conclusion of this study is that for all patients, >12 month dapt in patients who had received des was not significantly more effective than 12 month dapt in reducing the rate of death/ mi/ stroke. Findings showed that patients who received ses benefit from >12 month dapt whereas extended use of dapt was not significantly more effective in those implanted with zes, implied that the optimal duration of dapt was different depending on different types of des.

Manufacturer narrative:
Evaluation, results: root cause is unknown; inherent risk of procedure-mi,cva, death <(>&<)> tvr; no results available since no evaluation performed- device or procedural images not provided for review. Conclusion: inherent risk of procedure-mi,cva, death <(>&<)> tvr; unable to confirm complaint - device or procedural images not provided for review 68 other-root cause is unknown. (B)(4). Wolters kluwer health / lippincott williams <(>&<)> wilkins "duration of dual antiplatelet therapy after implantation of the first-generation and second-generation drug-eluting stents". Coronary artery disease 2013, 24:217¿223 issue 24. Date of event = publication date (year only valid).